Event description:
Pt recently had port placement for tpn, 2/10/94. After discharge, he developed a cough and was brought to the ecu on 2/15/94. Diagnosed tension pneumothorax on the left side, the side of the port. The catheter was found to be broken off as a result of the pneumothorax and lodged in the right side of the heart and superior vena cava. Unsuccessful attempts at retrieval, with respiratory arrest. The catheter was later returned by radiology 2/17/94, and pt was stable.